Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter, experienced force issues and they were unable to map which are not reportable events. However, this event was reported because the bwi failure analysis lab received the device for evaluation and found on product returned that the shaft has a cut, showing metal from inside shaft which is about 59cm from the client tip with inner components exposed and could potentially contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and shaft had a rupture showing metal from inside shaft about 59cm from the client tip. Further information received reports that the physical damage to the catheter was caused during the packaging of the product for its return; therefore there was no risk to the patient. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the event reported the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Therefore the catheter was tested for electrical performance and it was found within specifications, we can conclude that all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The reported customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter, experienced force issues and they were unable to map which are not reportable events. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned that the shaft has a cut showing metal from inside shaft which is about 59cm from the client tip. This finding is reportable because inner components are exposed and could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).